Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with glucose rising to approximately 250 mg/dl after dinner and remaining in the 200¿300 mg/dl range overnight despite large corrections; tubing primed with drops observed, cartridge inspected without leaks, and the infusion set was replaced with teflon inset and 23-inch tubing after site removal that did not appear bent, after which delivery was resumed and glucose was 315 mg/dl. Symptoms included hyperglycemia. Outcomes included self-management with hydration and continued monitoring, without hospitalization or alarms. Investigation included user-guided troubleshooting of infusion set, tubing, and cartridge for occlusion or leakage, along with site change and continuation of therapy. Investigation of this case revealed no device alarms, no observable leaks, and no identified mechanical malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.